Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: (B)(6) - oss poly lock pin - (B)(6). (B)(6) - cps nut co-cr-mo alloy - (B)(6). (B)(6) - cps anchor plug 12mm - (B)(6). (B)(6) - cps anchor plug 14mm - (B)(6). (B)(6) - cps lg h f spindle 12mm pc ha - (B)(6). (B)(6) - exp dstl fem 17cm left assy - (B)(6). (B)(6) - cps transverse pin 6pk 32mm - (B)(6). (B)(6) - cps transverse pin 6pk 44mm - (B)(6). (B)(6) - cps centering sleeve 15mm - (B)(6). (B)(6) - cps centering sleeve 16mm - (B)(6). (B)(6) - pluym cstm tib compress 400lb - (B)(6). (B)(6) - maxim-oss 3cm segment - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an arthrodesis knee procedure utilizing patient matched implants. Subsequently, the patient underwent a revision due to fracture of the fixation ring. The surgeon replaced the broken fixation ring and hinge components without complication. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. Visual examination of the returned product identified signs of use and implantation in the form of nicks and gouges, with the implant broken into two pieces. Dimensional analysis of the product determined that the product, where measured, was conforming. The implant was submitted for further analysis. Analysis determined optical images of the fracture surface exhibited ratchet marks and beach marks artifacts. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following; revision due to fracture of fixation ring anti-luxation system oss with luxation yoke. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following; no signs of loosening, wear or radiolucency. Sizing is appropriate. Long-stem hinged prosthesis left total knee arthroplasty with implant disassociation at the proximal tibial component. No fracture seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee surgery and approximately 3 years post, was revised due to subluxation and disassociation of the tibial components and fracture of the locking ring. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 161077 - oss avl yoke 16mm - 400420. 161071 - oss avl poly tib bushing set - 571250. 161096 - oss rs 16mm ls tibial bearing - 117880. 150478 - oss poly lock pin - 483560. 161034 - oss rs poly fem bushings set/2 - 685770. 161035 - oss rs axle - 898060. G2 : foreign country : europe : belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.